Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (INS) for Urge Incontinence and Urinary/bowel dysfunction. It was reported that they've had no bladder control. The caller did not know if the stroke caused the loss of bladder control, and the patient doesn't have a managing healthcare provider (HCP) so they hadn't spoken to an HCP about it. The reason the caller contacted Patient Services (PS) was to simply inform manufacturer representative (rep) that today they increased the amplitude from 0.8 mA to 1.0 mA. Agent documented reported advent and emailed physician listings to the caller. HISTORICAL EVENT: The caller mentioned that they had called Patient Services "a while ago" when the patient was having trouble with bladder control. Additional information was received from a healthcare professional (HCP). The HCP reported that the manufacturer device/therapy/procedure was not contributory with respect to the stroke. The hospitalization was not related to the device or therapy. On 2026-Jul-16 additional information was received from a friend/family member. They reported that they couldn't get the communicator to connect with the implant. The agent walked the patient representative through attempting to connect to the device application and "Device is not responding, reposition communicator over the internal device." The agent went through troubleshooting with patient representative (TM90 wasn't plugged in, handset was powered off/on, blue tooth light on communicator was solid blue, communicator was right over implant site, correct application was being used). The patient representative said there were no falls/trauma and no change to implant site. No damage to the communicator. The caller said the patient had a stroke and had been in the hospital for two months and had MRIs during that time. The caller said ever since the patient had been in the hospital their implant hadn't been working properly. The caller said the patient had not been getting any bladder control but now the patient did have bladder control but when they tried to connect with the implant today they were unable to. The agent redirected the caller to the health care provider. The caller said they did contact the patient's device doctor and was told that the doctor was only the surgeon and that they needed to contact the manufacturer. The agent reviewed the role of the manufacturer, redirected the caller to the health care provider but reviewed that the agent would send a message to the field to make aware of the situation. Additional information was received from a manufacturer representative (rep). The rep reported that they would follow up with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.